Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles between the two gaskets. The customer¿s blood glucose was 245 mg/dl. Customer was assisted with troubleshooting. The customer stated that there was a leak when filling the reservoir and the o-rings were misaligned. The device will be returned for analysis.